Event description:
The manufacturer received information alleging a patient passed away while in possession of a trilogy evo ventilator. It is unclear if the device was in use by the patient at the time of the reported death. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported death. Medical intervention was not specified. The manufacturer was made aware of this complaint through the customer. A clinical assessment determined: based on the information currently provided and available the device did not cause and/or contribution to the reported death. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The trilogy evo ventilator was returned to the manufacturer product investigation lab (pil) for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a patient passed away while in possession of a trilogy evo ventilator. It is unclear if the device was in use by the patient at the time of the reported death. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported death. Medical intervention was not specified. The manufacturer was made aware of this complaint through the customer. A clinical assessment determined: based on the information currently provided and available the device did not cause and/or contribution to the reported death. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The trilogy evo ventilator was returned to the manufacturer product investigation lab (pil) for evaluation. If any additional information is received, a follow-up report will be filed. New information: the trilogy evo was returned to the manufacturer product investigation lab (pil) and was unable to confirm a failure of the trilogy evo device. Pil visually inspected the trilogy evo USA device for visual defects and found none. Pil then ran therapy for approximately 18 hours, and the device operates without issue. Pil then tested the device on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo USA device operates as designed. Box h coding updated.